Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, the stent balloon was unable to be deflated and shaft damage was identified. The ostial lesion being treated was located in the left anterior descending (lad) artery. A 3.5x24mm taxus stent had already been placed in the ostial circumflex (cx) into the left main (lm). The lesion was predilated with a 2.5x9mm maverick balloon. The physician placed the 3.00x8mm taxus express2 drug eluting stent in the lad. "Very ostium". The stent balloon was inflated to 20 atm and the balloon inflate did not inflate. The physician attempted to inflate the balloon again to 20 atm without success. The stent did not expand and was removed. Ivus was performed and everything looked 'fine'. The procedure was completed with another 3.00x8mm taxus stent. No pt complications were reported. After the case, they attempted to inflate the previously removed 3.00x8mm taxus stent. After approx 10 seconds, the balloon started to inflate and could not be deflated. Upon inspection of the device after the case, an area of the shaft is defective. This was not noticed prior to the procedure. Pt status reported as "fine".